Event description:
It was reported the 355ld was used during an unk procedure. It was reported the safety shield reset button would not lock down on the device. A new device was opened to complete the case. There was no consequence to the pt.